Event description:
It was reported that this right atrial lead exhibited noise that was causing false episodes. This lead was explanted and a new lead was place. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).